Manufacturer narrative:
The product was lost prior to return to the manufacturer therefore the condition of the device is unknown since it is unavailable for examination. A review of the device history records was not possible as the product and/or lot numbers required for retrieval are unavailable. It is not suspected that the product failed to meet specifications. The device was used for treatment. A product history review of the part lot number combination was not conducted since the lot code is undetermined. The investigation could not verify or identify any evidence of product contribution to the reported problem. The complaint indicated that the instrument was well used and had a successful useful life. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively. Device lost prior to sending to zimmer.

Event description:
It was reported that difficulty was experienced during use of a nail targeting guide. The instrument was noted to have damaged mating thread(s). The hospital indicated the event timing of this incident is unknown.